Manufacturer narrative:
The reported date of injury/event is (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation reported the following: based on the information provided, it is difficult to determine the cause of the posterior element fracture in this case. While not confirmed in this case, typical causes of posterior element fracture involve trauma or non compliant patient activity during recovery. Other possible causes may include patient selection as well as excessive distraction during implantation.

Event description:
Patient was implanted with prodisc l at l5-s1 on (B)(6) 2012. Patient presented to the surgeon with lower back pain approximately five months post-operative. CT images taken on an unknown date showed the implant is intact, but the patient has developed a posterior element fracture. It was reported that images taken immediately after the initial implant did not show the fracture. Surgeon is not anticipating removal of the implant but is considering a posterior fusion. No further information will be provided at this time. This is 3 of 3 reports for the same event.